Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 552 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with shot of injection for high blood glucose level. The customer did the auto connect transmitter to insulin pump. The insulin pump will not be returned for analysis. The auto mode on the insulin pump was/was not active and was not automatically adjusting insulin delivery during the event.